Event description:
The reporter stated the surgeon inserted a +4.0 diopter aq5010v silicone three piece lens as a piggy-back lens in 2008. The lens was implanted in the patient's right eye (od). The lens was explanted on three months later, due to the patient couldn't tolerate the blurred vision any longer. The lens was removed with no patient injury and another aq5010v model lens +3.0 diopter was implanted. The patient's post-operative visual acuity is 20/100. The reporter stated the patient's visual problems is not lens-related. The manufacturer's labeling does not address the piggybacking of lenses.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.